Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the difficult leaflet grasping is due to challenging patient anatomy. A cause for the single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) and unspecified tissue injury appear to be cascading effects of the slda. Recurrent mr and tissue damage are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment, tissue damage recurrent mitral regurgitationit was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A posterior leaflet prolapse was present. An nt clip was inserted and successfully medially of a2/p2, reducing mr to a grade of 1. It was noted that due the patient anatomy, grasping was challenging.at the follow up appointment on (B)(6) 2021, transesophageal echocardiography (tee) showed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+. It was observed that the slda may have caused a tear in the anterior leaflet. Patient is doing well, and no additional treatment was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the difficult leaflet grasping is due to challenging patient anatomy. A cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) and tissue injury appear to be cascading effects of the slda. The reported patient effects of mr and tissue damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported prolonged hospitalization and unexpected medical intervention are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2021, an additional mitraclip procedure was performed to stabilize the slda and treat mr with a grade of 4. One clip was implanted, but mr was unable to be reduced. No additional information was provided.